Manufacturer narrative:
Exact date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related report manufacturer number: 1627487-2023-00587. Additional information was received that the allegation was against the patient's scs system, not the drg system. One of the patient's leads had migrated and the other was not providing effective therapy, as a result the patient's scs system was explanted and replaced. Effective therapy was established postoperatively.